Event description:
Chest x-ray indicated that catheter was broken; cardiac catheterization was performed on 8/5/96 to remove catheter from right atrium. 8/7/96 catheter line was removed from left subclavian area.